Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were off the bus, with no light-emitting diodes illuminated on the pyxis bus controller board. A field service engineer replaced the board and functioned initially but failed again after the final restart. A second replacement was installed, which continued to function properly. The drawer passed testing in the hardware testing application (hta), and the technician was able to successfully inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had two drawers were completely unresponsive. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had two drawers were completely unresponsive. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.